Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer's mother called in response to the safety notification letter regarding the vent blockage. Caller said that physician stated that the insulin pump is malfunctioning. The customer was found unconscious. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.